Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2001. The pt's iliac vessels were reported to be severely calcified; the aortic neck was short and angulated. It was reported that an undetectable endoleak developed but due to the pt's short angulated aortic neck it was not possible to implant an extension cuff. It was also reported that the proximal stent ring of the bifurcated stent graft appeared to be detached from the stent graft. The stent graft was explanted in 2004. During the explant procedure the physician noted significant calcification in the aortic neck; the physician also noted significant inflammation of the aneurysm. The proximal portion of the stent graft was removed easily, however, the iliac portion was very well incorporated and was left in the pt. No additional sequelae were reported and the pt is reported to be fine. The explanted stent graft has been retained by the medical facility.